Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. In addition, it was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the emergency room (ER) due to hyperglycemia. The patient's blood glucose levels reached 524 mg/dl while wearing the pod. The patient reports the pods adhesive had come off of the infusion site, (abdomen) causing the cannula to dislodge. The patient reported symptoms including dehydration and a urinary tract infection (uti). Once the patient was in the ER, they were treated with intravenous fluids and a bolus was administered. In addition, the patient was given antibiotics. The patient was discharged from the ER the same day as the event.